Manufacturer narrative:
Per the tandem user guide: the disposable cartridge is filled with up to 300 units of u-100 insulin and attached to the pump. The cartridge is replaced every 48¿72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 324 mg/dl with ketones; cause was not known. Customer stated that their sensor had expired and had not started a new sensor session, and also had not changed cartridge and infusion set since the 4th of october. The customer delivered a correction bolus to attempt to address bg prior to hospitalization. Customer was treated with intravenous insulin while hospitalized. System check confirmed the pump was functioning as intended. Customer declined follow up to confirm release date and stated they would continue to use the pump for insulin therapy once released.